Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 27 events were reported for this quarter. 26 devices were received for evaluation. 1 device was not available to stryker for evaluation. 24 events were confirmed during testing. 24 devices were found to be affected by a hole in the hose. 1 device evaluation is in progress. 1 event was not confirmed/duplicated during testing; the device was found to be within specifications. 25 devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 27 malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 23 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record.   Product return status 1 device was received for evaluation.  Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by a missing dynamic seal.   Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 27 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 23 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Event description:
This report summarizes <noe> 27 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 23 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record. Product return status 1 device was received for evaluation. Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by a missing dynamic seal. Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.